Event description:
Reporter alleged while using the lancet device, he obtained an infection in his finger and had surgery three times as a result. Customer stated not being sure if the infection was due to the lancet device or not, however, when first noticing the infection, he placed a topical antibacterial product on it. Reportedly, the infection worsened and the doctor placed customer on antibiotics for 48 hours before the infection again worsened and began to swell as well as redden. Customer indicated not obtaining any other injury to the finger aside from finger-stick glucose testing. It was stated surgery was performed to relieve the pressure associated with the finger injury. No other actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.